Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found the connecting tube had coating peeling (1mmsq or more). Due to wear of the angle wire, bending angle in the up/down direction did not meet standard value. Due to a cut on the distal end, water tightness was lost. The universal cord and control unit were scratched. The distal end was shaved. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The field service engineer reported to olympus, the bronchovideoscope had a leak at the distal end. The issue was found during reprocessing. Inspection and testing of the returned device found the connecting tube had coating peeling (1mmsq or more). There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. Based on the results of the investigation, the root cause of the coating peeling was due to physical/chemical stress was applied while the user was handling the subject device. The event can be detected/prevented by following the instructions for use which state: ¿3.2 inspection of the endoscope. 5. Inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities.¿ olympus will continue to monitor field performance for this device.